Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for spin out vs instability with pcl compromise event is serious and is considered severe event is definitely related to device and is possibly related to procedure. Date of implantation: (B)(6) 2022 date of event (onset): (B)(6) 2022 date of revision: (B)(6) 2022 (right knee) treatment: revision of tibial insert.

Manufacturer narrative:
Product complaint(B)(4). Investigation summary : no device associated with this report was received for examination. All available x-rays and photographs were reviewed, and there is not enough evidence that can confirm the allegations. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.